Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose value was unknown. Customer stated that they saw lines on the screen. Customer stated the insulin pump was neither dropped nor bumped. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected lines across the screen noted during testing. Device functioning properly. Device also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).